Event description:
During implant procedure, the stylet was unable to advance in atrial lead after repositioning the atrial lead. The event was resolved by using the same atrial lead and no further intervention was required. The patient was in stable condition.